Manufacturer narrative:
Upon investigation of the actual device used in this incident found ball bearings in rear and rail cage detached. A field service engineer replaced the drawer rails, removed all ball bearings from the unit, and reinstalled the drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary door was unable to recover. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.